Event description:
The customer reported that the device was displaying the service indicator. The device had logged event code 9c19. The event code is indicative of a device failure that could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform. The defibrillator output energy could be reduced by up to approximately 20% from the selected energy level. There was no report of patient use associated with the reported issue.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and confirmed the reported issue. The cause of the reported issue was determined to be due to a failure of diode cr30 on the therapy pcb assembly. The diode was shorted from pins 5 to 9. The device was repaired by replacing the therapy pcb assembly. Following the repair, proper operation was confirmed during functional and performance testing. The device was subsequently returned to the customer for use.